Event description:
Boston scientific received information that this device system was explanted due to infection and that the patient was being administered intravenous antibiotics. There were no additional adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired approximately a week after the explant procedure which occurred due to infection. It was reported the patient was not discharged and expired while in the hospital.